Event description:
The customer returned the device for a broken battery lock, during device analysis, a damaged air detector and upstream occlusion (uso) alarm occurred. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed no previous repairs in the last 12 months. The customers¿ initial issue was confirmed during visual testing. Further review of the device identified a reportable issue where the air detector was damaged and an upstream occlusion (uso) error. The air detector, uso sensor and downstream occlusion (dso) seal were replaced. The uso/dso sensors were calibrated. The device then passed all functional testing after the repairs.